Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Complete information for patient information, patient identifier: multiple= sid (B)(6), sid (B)(6), sid (B)(6), sid (B)(6), sid (B)(6); sid (B)(6); sid (B)(6); and (B)(6). There is no further patient information provided by the customer.

Event description:
The customer reported (B)(6) architect ausab results on eight patients. The results provided were: on (B)(6) 2019: sid (B)(6) = (B)(6). There was no reported impact to patient management.

Manufacturer narrative:
Upon the subsequent site visit, the abbott field service engineer performed extensive troubleshooting, including replacement of the 100ul buffer pump (rohs)_part number 7-96343-02, which resolved the issue. The fse verified the system function by performing successful calibrations as well as a successful control run. Return testing was not completed as returns were not available. A review of the architect i1000sr, serial number (B)(4), service history revealed no additional discrepant results, nor did it identify any service or complaint issues that may have contributed to this issue. A review of the architect system operations manual shows adequate information for troubleshooting the observed issue. The architect i1000sr service and support manual (201970-117) contains adequate information for the troubleshooting, removal, and replacement of the 100ul buffer pump (rohs). A review of architect i1000sr platform revealed no systemic issues or trends associated with the discrepant result issue described in this complaint. A 12-month search for similar complaints identified no trends for the 100ul buffer pump (rohs). Based on the investigation no product deficiency was identified for the architect i1000sr, serial number (B)(4).